Event description:
Customer reports intermittent flipped images, left to right. There was no reported patient injury associated with this event.

Manufacturer narrative:
Software will be updated to increase the visibility of the image orientation maker with square border and provide two additional markers on north and west sides of the images. (B) (4).